Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow-up for a separate event, it was reported that this patient on peritoneal dialysis (pd) was previously hospitalized with peritonitis (characterized by abdominal pain) on (B)(6) 2024. The patient¿s pd nurse reported that the patient had a pd culture obtained in the hospital. However, the pd nurse did not have the pd culture results available. The nurse stated the patient was diagnosed with peritonitis and treated with antibiotic therapy (details not provided). Subsequently, on (B)(6) 2024, the patient was discharged from the hospital continuing antibiotic therapy with intra-peritoneal (ip) vancomycin (dose not provided). The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, there were no reported fluid leaks or issues with fresenius products in relation to this event. The patient continues pd with the same cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: temporal relationship exists between the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. Currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is well documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange.

Event description:
During follow-up for a separate event, it was reported that this patient on peritoneal dialysis (pd) was previously hospitalized with peritonitis (characterized by abdominal pain) on (B)(6) 2024. The patient¿s pd nurse reported that the patient had a pd culture obtained in the hospital. However, the pd nurse did not have the pd culture results available. The nurse stated the patient was diagnosed with peritonitis and treated with antibiotic therapy (details not provided). Subsequently, on (B)(6) 2024, the patient was discharged from the hospital continuing antibiotic therapy with intra-peritoneal (ip) vancomycin (dose not provided). The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, there were no reported fluid leaks or issues with fresenius products in relation to this event. The patient continues pd with the same cycler.